Manufacturer narrative:
It was reported that the ventilator alarmed for low peep. No parts was replaced nor has been returned to manufacturer for technical investigation. The cause of the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4)

Event description:
It was reported that the ventilator alarmed for low peep (positive end expiratory pressure). There was no patient harm. Manufacturer ref. #: (B)(4).